Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2013 with the following findings: testing could not confirm or duplicate initial complaint of 'blank' screen. The screen was observed to be fully illuminated and fully functional at startup. Multiple alarms were observed in history following a replace battery alarm. There was evidence of moisture ingress and rust observed in the battery compartment. A leak test was performed and a battery compartment leak was observed at a crack at the opening of battery chamber, below the finger pad. The pump was opened to investigate and there was no evidence of moisture ingress visible inside the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display (blank screen) issue. The reporter stated that, after dropping the pump, the pump display screen would not turn on. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.